Event description:
Reporter indicated the pt underwent generator replacement due to end of service. A battery life calculation revealed the pt's generator was 3.14 years to elective replacement indicator=yes. Follow-up with the site revealed the physician elected to replace the generator because the pt "was experiencing an increase in seizures and the physician wanted to replace the generator before they got worse". The pt's pre-vns seizure level is unk. The hospital discarded the generator after the surgery; therefore, a product analysis will not be conducted. Good faith attempts to obtain additional information were made, but were unsuccessful.